Event description:
It was reported to philips that the host pc displayed a blue screen and the os failed to load during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the system, reconfigured parameters, and returned the device to full service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).